Event description:
Customer reports that during procedures, the fluoro will fail. Customer has to reset the generator console, then continue on with the procedures. No reported injury.

Manufacturer narrative:
Customer declined a service call on the system for this issue. Stating they will call if they decide to have the urology system evaluated.